Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, after which the malfunction code did not occur again. The customer was informed to continue using the pump and advised to call back if the issue recurred.